Event description:
It was reported that during a pulsed field ablation procedure, an error message was received indicating that there was an electrical current error. The wire position and catheter position were both adjusted without resolution. The catheter interface (ci) cable was replaced without resolution. The catheter was then replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 of lot number 0012665997. Visual inspection was carried out. During inspection of the shaft segment, an electrode wire was observed to be charred. During inspection of the shaft segment, an electrode wire insulation was observed to be burnt/damaged. Catheter identification and ablation was performed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error #error 2000 indicating that there was an electrical current error. Verification of steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable). Electrical continuity test did not reveal any anomalies. In conclusion, the catheter failed the return product inspection due to a charred electrode wire observed in the shaft region and an electrode wire insulation in shaft observed to be burnt/damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.